Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly the customer declined further troubleshooting with tandem technical support.